Manufacturer narrative:
Device analysis: fluid loss and a hole in the device were reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear. This cylinder also had broken fabric threads. The other cylinder had a leak that was due to fold wear. This cylinder also had a leak in the input tube due to fatigue and avulsion. Both cylinders had their input tube sleeves completely removed. The pump was not functionally tested due to the cylinder failures. The product analysis confirmed the allegation of fluid loss and hole.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder components removed due to rupture causing a leak. New inflatable penile prosthesis cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder components removed due to rupture causing a leak. New inflatable penile prosthesis cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.